Manufacturer narrative:
Lot#: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. Unique identifier: a complete UDI# is unknown as the lot# was not provided. Implant date: not applicable as lens was removed/replaced in the initial surgery. Explant date: not applicable as lens was removed/replaced in the initial surgery. Device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer called to report that the intraocular lens (iol) was partially inserted when the doctor noticed the lens was scratched. The iol was removed and replaced with the same model. Reportedly, the patient is fine. Thru follow-up the customer clarified that they think that the cartridge was damaged but does not know if the damage included the tip. They explained that the cartridge was damaged because it scratched the iol. No further information was provided.

Manufacturer narrative:
Corrected data: in follow-up report #1 section h6 method codes 3331 and 4109 were entered, however, these codes are not applicable as the lot number of the device is unknown. This 2nd follow-up report is being submitted to remove the inappropriate codes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review; a review of the records could not be performed as the product lot number was not provided. Review of the complaint occurrence per lot/batch could not be performed since the lot number of the complaint product is unknown. Conclusion: based on the investigation, no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.